Event description:
A customer contacted beckman coulter inc. (Bci) regarding incorrect cartridge chemistry (cc) results generated by the unicel dxc 800 synchron clinical systems. The results were reported out of the lab. The specimens were re-tested and repeated results were in different ranges. The laboratory does not believe that any patient treatment was impacted.

Manufacturer narrative:
Based on available information, there were mg fliers on qc the previous two days that repeated within acceptable ranges. A field service engineer (fse) was dispatched: the fse replaced several hardware components and the system is operating acceptably now. Upon recur, other cartridge chemistries could be affected including pivotal assays and patient treatment could be impacted. Although hardware issues were addressed, a clear root cause for this event is unknown.